Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that during a knee arthroplasty the drill bit got stuck in the guide while drilling into the patients femur.

Manufacturer narrative:
Concomitant medical product: distal femoral saw guide, catalog #00541300003, lot #60931067. Complaint sample was evaluated and the reported event was confirmed. A device evaluation did show the drill bit stuck in the guide, rendering it unusable. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple medwatch reports have been submitted regarding this event. Please also reference: 0001822565-2016-02990.